Event description:
I would like to report a problem following cataract surgery. Doctor performed cataract surgery with alcon multi focal lens in both eyes. The lens in the left eye has never worked. The new lens has caused double vision and blurred vision in the left eye. I reported this to the doctor and he said that the new lens wrinkled when it was inserted. He performed another surgery to correct the wrinkle. That did not correct the problem. I have seen two other eye doctors, and they agree that the lens is not working but I have not heard why the lens does not work. There is speculation as to why the blurred and double vision. Problem could be that the wrong lens was used in the left eye; doctor¿s assistant could have handed him the wrong lens, lens may have not been correctly marked in the package but bottom line the vision is not correct in the left eye. The doctor that I am seeing now prescribed a contact lens that must be worn daily. This is a correction lens. But the cataract surgery on (B)(6) 2020 should have corrected the vision and I should not have to buy contact lens forever to correct the vision that should have been corrected with the cataract surgery. The cataract surgery and the wrinkled lens surgery were paid partially out of (B)(6) and mostly out of pocket.